Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: a review of the black box showed multiple call service 012/052/054 alarms had occurred. There was no evidence of any unexplained power interruptions found in the black box. The battery compartment was found to be cracked and the battery cap threads were stripped. The returned battery cap was unable to maintain electrical connection. A test battery cap was used for testing purposes. The pump powered on with the test cap with two beeps, vibration, and a blank display. The presence of audible tones and vibrations indicated that there was power to the pump. The pump was opened and a test display was inserted, but the test display also remained blank. There was no damage found to the power circuit. The complaint of a power issue could not be confirmed or duplicated on investigation. The presence of a blank display may be misinterpreted by the user to be a power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.